Event description:
The facility's biomedical engineering department reported an infusion pump that "powers up or off all by itself". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was available.